Event description:
The customer called to report that the pod had initiated an occlusion alarm within its second day of operation. In addition, a high bg (295 mg/dl) was experienced. There was no report of either a kink or blood in the cannula. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.